Event description:
Ous MDR - it was reported that approximately 35 months after the implantation this lead was explanted due to threshold rise and suspected perforation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm distal to the is-1 connector pin. All fragments were received for analysis. In the distal lead fragment an extraction tool was inserted. The visual inspection revealed multiple abrasion marks along the lead fragments. Furthermore extraction damages were noted such as cuts in the insulation as well as a deformed lead tip. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. In particular the fixation helix did not show any deviations which might have led to the reported perforation of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.